Event description:
This case was reported via regulatory authority FDA (reference number: mw5067453) on 15-feb-2017 and was forwarded to bayer on 15-feb-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("deep pain inside (with essure) that then spread out to lower right side of back") and menorrhagia ("severe bleeding for sometimes almost an entire month, so bad that I could not leave the house") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 4 (four children). She stated she had been working out regularly prior to essure and was in excellent shape. Concomitant products included vitamins, arnica montana (arnica) and curcuma longa (tumeric). On (B)(6) 2011, the patient started essure. In 2011, the patient experienced pelvic pain (seriousness criteria disability and clinically significant/intervention required) and fatigue ("extremely fatigued, tired, chronic fatigue"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and clinically significant/intervention required), abdominal pain ("cramping"), headache ("headaches with light sensitivity"), photophobia ("headaches with light sensitivity"), heart rate increased ("rapid heart beat"), skin sensitisation ("sensitivity to electric heating pads"), paraesthesia ("tingling in legs"), hypoaesthesia ("numbing in legs"), malaise ("constantly feeling ill") and alopecia ("hair loss"). The patient was treated with cortisone, ibuprofen, paracetamol (tylenol) and surgery (ablation in 2014). Essure treatment was not changed. At the time of the report, the pelvic pain and fatigue had not resolved and the menorrhagia had resolved and the abdominal pain, headache, photophobia, heart rate increased, skin sensitisation, paraesthesia, hypoaesthesia, malaise and alopecia outcome was unknown. The reporter considered pelvic pain, menorrhagia, fatigue, abdominal pain, headache, photophobia, heart rate increased, skin sensitisation, paraesthesia, hypoaesthesia, malaise and alopecia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): in 2013: nuclear magnetic resonance imaging result was nothing found (normal). In 2015: csf culture result was all was clear (normal) and computerised tomogram result was all was clear (normal). In 2016: nuclear magnetic resonance imaging result was no reason for back pain (normal) and ultrasound scan result was all looked fine. In 2015: tests at autoimmune specialist: all tests negative. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced deep pain inside - with essure- that then spread out to lower right side of back (seen as diffuse pelvic pain) and severe bleeding for sometimes almost an entire month (menorrhagia). These events are anticipated in the reference safety information for essure. Consumer cited disability and intervention required as events outcomes; however, she did not specify which event(s) led to these outcomes. Pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident since intervention was required. Other nonserious events were reported. A product technical analysis is being sought. Further information is expected from reporter.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The reporter did not wish any further contact with the company. Most recent follow-up information incorporated above includes: on 7-mar-2017: quality-safety evaluation received. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced deep pain inside - with essure- that then spread out to lower right side of back (seen as diffuse pelvic pain) and severe bleeding for sometimes almost an entire month (menorrhagia). These events are anticipated in the reference safety information for essure. Consumer cited disability and intervention required as events outcomes; however, she did not specify which event(s) led to these outcomes. Pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident since intervention was required. Other nonserious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded.